Event description:
It was reported that during a laparoscopic inguinal hernia procedure, a piece of the device fell off. The piece of the device was retrieved. The case was complete without any pt consequence.